Event description:
It was reported that a revision surgery was performed due to nail fracture.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned complaint devices resembles typical explanted devices. The nail has fractured into 2 pieces both pieces were returned. The devices were manufactured in 2013 and 2014. A review of complaint history revealed no prior complaints for listed parts 71677105/12kt24611 and 716518003/13lt36838. A review of complaint history for 13kt35338, 13lnx0033 and 13gnx0036d revealed no prior complaints for the listed lot/failure mode. A review of complaint history for listed part; 71675201/14cm05729 revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab concluded that the intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading. It was noted in our clinical/medical investigation that from the available image it is possible to notice that no or widely insufficient fracture healing is present, therefore the risk of nail breakage is highly possible. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.